Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the catheter fractured at the spine due to spinal rod placement. The catheter was explanted and replaced. The pump was also replaced during surgery due to battery depletion. No patient injury was reported. A follow-up report will be sent if additional information becomes available to us.